Event description:
An endeavor spring rx drug-eluting coronary stent was deployed into a pt with no issue reported. During procedure another endeavor spring rx stent was also deployed (MFR report# 2953200-2010-00495). However, it was reported that 1 week post implant an mi event occurred. Communication received from the field reported that according to the pt, the physician said that, "the stents were split and that's why she had the heart attack". No other info was provided on the event. No other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: (mi, stent fracture). (Strut fracture, chronic).